Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the remote manager required removal from an existing refrigerator and installation on a replacement refrigerator. The customer reported that the refrigerator associated with the pyxis system needed to be replaced. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.